Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 39 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 7 pump error 39 alarms on the event date of 22-apr-2024 at 07:52:05.000 to 08:59:44.000. Pump was cut open to perform visual inspection and found moisture damage on the motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 39 was confirmed due to moisture damage on the motor home switch. Moisture damage was confirmed found on the battery tube and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.